Event description:
It was reported that the colonovideoscope was obstructed by a foreign object, and manual flushing was not possible. The issue occurred during reprocessing, and no patient involvement was reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the air water cylinder contained foreign objects (white foreign material). A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation and the newly identified malfunction, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.